Event description:
The customer reported to olympus, the hd autoclavable camera head had went black. The potential adverse event issue was found during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that there was a faulty charged coupled device that caused the black image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty charge-coupled device (ccd) caused a problem in the video function, which resulted in an image failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.